Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport ti slim w/ 6 fr catheter. The catheter was attached to the port stem under cath-lock. The sample was bloody. No deficiencies were noted during visual and tactile evaluation. As the conditions of use could not be replicated, the investigation is inconclusive for the reported allergic reaction. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include patient allergies, patient condition, and patient sensitivity. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 3/2020.

Event description:
It was reported that the patient is having an allergic reaction and is experiencing a rash. Initially the rash was small; patient contacted her physician and was instructed to use steroid cream and take benadryl. Since then the rash has gotten worse; patient appears to have hives. Patient stated she is allergic to stainless steel. Reportedly, the patient has a terrible rash with little white pimples that started on her left side, has moved to her left breast, shoulder, and neck and has now started to spread to her right side. The patient further alleged having welts on her legs, she stated they were mainly on her left leg, but she can see they are starting to spread to her right leg. Reportedly, the port device was removed and sent for pathology testing.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 3/2020.

Event description:
It was reported that the patient is having an allergic reaction and is experiencing a rash. Initially the rash was small; patient contacted her physician and was instructed to use steroid cream and take benadryl. Since then the rash has gotten worse; patient appears to have hives. Patient stated she is allergic to stainless steel. Reportedly, the patient has a terrible rash with little white pimples that started on her left side, has moved to her left breast, shoulder, and neck and has now started to spread to her right side. The patient further alleged having welts on her legs, she stated they were mainly on her left leg, but she can see they are starting to spread to her right leg. Reportedly, the port device was removed and sent for pathology testing.